Event description:
Same case as MFR ID # 2134265-2012-02067. It was reported that during a percutaneous coronary intervention, withdrawal resistance and stent damage occurred. Vascular access was gained via the right femoral artery. The 2.5x12mm progressive target lesion was located in the mildly tortuous and non-calcified distal right coronary artery (rca). The physician advanced the 2.5x16mm promus element stent but was unable to cross near the ositum of the rca. The physician choose to remove the device and withdrawal resistance was encountered and the stent was damaged. The lesion was then dilated with a 2.0x15mm balloon. A second 2.5x16mm promus element stent was then advanced but resistance in the guide catheter was encountered. The shaft of the device buckled and fractured outside of the guide catheter. The device was removed from the patient and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).